Manufacturer narrative:
As the melted fuse holder was not available for investigation, a specific root cause could not be determined. The most probable cause was a previous fuse replacement by the user without switching off the power as detailed in product labeling. The issue did not reoccur after replacement of the pcb power module. To avoid further problems implementation of a kit update power box was recommended. This is to ensure all possible follow up problems from the melting of the fuse holder are eliminated. No patients were affected an no operators were injured.

Event description:
The user received an analyzer alarm and noticed a "hot" burning smell. The user stated no lights on the instrument indicated a blown fuse. The user then found a fuse holder was melted. No patients were involved and the instrument operator was not harmed. The field service representative determined the fuse holder on the printed circuit board power module had arced and was melted. He replaced the printed circuit board power module. To verify the analyzer operation, he had the instrument initialize without errors and within specifications.